Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat moderately calcified, mildly tortuous and 90 stenosed lesion in the mid left anterior descending coronary artery. A 2.75x12mm nc trek balloon dilatation catheter (bdc) was advanced, but resistance was met at the lesion. When attempting pre-dilatation, the balloon ruptured at eight atmospheres. The bdc was removed and replaced with a non-abbott product. A 3.0x15mm xience sierra was deployed without issues. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.